Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a button/keypad issue. It was alleged that the keypad buttons were non-responsive, but the buttons impacted were not specified. Customer service made multiple attempts to contact the reporter for more information without success. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/16/2017 with the following findings: during investigation, the original keypad issue was unable to be investigated due to a blank display.